Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported fluid accumulation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, g4.

Event description:
Patient reported left side exchange with pain and capsular contracture baker grade unknown and hardening against an unknown mammary breast implant device. Healthcare professional later reported fluid accumulation. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange with pain and capsular contracture, baker grade unknown and hardening against an unknown mammary breast implant device. The device has been explanted.